Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged sinus issue . This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus issues,dark flakey particles in water chamber related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally /internally and observed dust/dirt contamination within entire interior of device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 4 errors(e-200 err_rtos_abort_ER_ror,e-004 err_null_ptr, e-083 ER_fsens_unable_t_o_obtain_bus_ found. The manufacturer concludes that they could not confirm the customer's allegation and they observed unnown dust contamination in the airpath and device interior from a source external to the device also observed unknown white residue on o-ring of device and there is no evidence of degraded sound abatement foam.